Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a power cord failure error message and the system would not turn on. There was no patient injury or death reported.